Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g139 they allege that the handpiece is getting hot and the inserts are melting. No injury was reported from the alleged event.

Manufacturer narrative:
08/06/2024 mu, g139-34066 rev 13. 000 evaluated, meets specifications; contact customer. No hp received for evaluation. Unit was received with a hp cable and a canbass wire connector, the module with the hp cable have been running for over two hours without any problem, no signs of heating, the test hp feels normal and the module runs ok. The installation needs to be checked, it looks like the module is running thru the canbass connector but we need to make sure that the drive air harness is not connected due to it may cause problems with the performance of the unit. For this type of installation (canbass)the potentiometer harness with the drive air assy does not need to be connected, the only thing required is the harness with the two blue wires for power and the canbass connector takes care of everything else. Customer needs to make sure about the right installation. Checked unit for performance, cleaned and final test. Qa/jb.